Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, pain during intercourse, severe urinary retention, abnormal vaginal discharge, urinary odor, urinary and vaginal infections, abnormal bowel movements, rectal bleeding, and need for additional surgical procedure. No further information has been provided.